Manufacturer narrative:
The device was returned, and the evaluation found that after start up, the error e433 was displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrical generator stopped working and displayed error e433: the issue occurred during preparation for use for a prostate planning procedure that was completed with a similar device with a 20 minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported generator error e433 could not be determined, however, the issue was likely due a faulty generator board, resulting in damage to the transformer. Further use of the device is prevented by the security system until the error has been corrected. The instructions for use which state: a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.